Manufacturer narrative:
The stim probe (device 1) and emg tube (device 2) were received for evaluation. (Device 1) condition upon receipt: 1 un-sealed sample, part number 8225101, from lot number 0205724446 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter, nim system. Evaluation: when compared to the assembly there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The probe was plugged into a nim system using 0.6ma stimulating current and 100uv threshold; when stimulating the system returned 0.61ma while signaling which is not consistent with the reported event. The device was tested several times on 4 channels with no functional issues detected. The entire assembly from end to end including the tip measured 0.3ohms which is within specification. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore, manufacturing and supplier issues have been ruled out as like ly causes. The complaint was not confirmed for the alleged malfunction [no response]. (Device 2) condition upon receipt: 1 un-sealed sample, part number 8229737, from lot number 0209916030 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The electrode wires were partially cut off when received; therefore the ends were stripped for an ohms resistance check during the product analysis. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. Evaluation: when compared to the assembly drawing the end to end resistance of the electrodes shall be less than 200ohms and the actual readings were as follows; red = 9 ohms, red with stripe = 12 ohms, blue = 9 ohms, blue with stripe = 10 ohms [all are within specification]. Note ¿ there were no short circuits between electrodes and no intermittent behavior while manipulating connections. There were no anomalies in the construction of the device. There was no evidence of improper manufacturing and therefore has been ruled out as a potential cause. No fault was found with the returned device as it relates to the complaint. The instructions for use warn and identify multiple reasons for a reduced, if not completely eliminate emg responses to direct or passive neural stimulation. The instructions for use contain detailed instructions for preparation of the tube, placement, and set up. The complaint was not confirmed for the alleged malfunction [no response]. Methods ¿ actual device evaluated. (B)(4). Conclusion ¿ operational context caused or contributed to event.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: ID# 8229737, nim trivantage emg tube, lot # 0209916030. (B)(4).

Event description:
It was reported "no emg response when using the nim probe. The surgeon indicated that the nerve was fully exposed, dry field, but upon stimulating on first visualisation, periodically during the case and at the end of the case, no response was recorded by the nim 3.0. Tube placement electrodes were clearly at the level of the vocal cords on initial placement, and upon second look after hyperextension. No visualisation was made post case. Not able to achieve a positive emg response upon stimulation. Surgeon fully expected no damage to the rln. The case was a straightforward lobectomy/isthmusectomy with no anatomical distortion to the nerve allowing it to be in straightforward visualization early in the case. The surgeon will not check the vocal cords post if the patient is able to speak." It was confirmed post-operatively that the patient was able to speak. There was no patient injury reported as a result of this event. Follow-up information obtained reports that the threshold setting was 0.5ma and the surgeon didn't want to adjust settings, change parameters or check the emg tube placement which made troubleshooting the problem difficult. It was confirmed by the account that there was no issue with the nim system used with the devices and still in use at the user facility with no reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.